Event description:
Customer reported a hypoglycemic event. The insulin pump alarmed no delivery. The blood glucose reading is 318 mg/dl. Customer treated with insulin pump. The insulin was not in the reservoir. Customer used another box with no problem. While on vacation, customer kept going low. The paramedics were called to treat a 28 mg/dl. The low was treated with food. Customer was not taken to the hospital. Nothing further reported.

Manufacturer narrative:
Inspected two opened and used reservoirs. Performed the occlusion and manual prime tests. Reservoirs passed per specifications with no occlusion noted during testing. Checked septum for defects and none were found. Reservoir connected and locked into place properly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Please see report # 3004209178-2013-99686.